Event description:
It was reported that the patient was experiencing severe pain. It was also noted that the patient was experiencing shocking sensation and inadequate pain relief. The patient underwent an ipg explant procedure. No device malfunction was suspected. The explanted device will not be returned as it was discarded by the medical facility.